Event description:
It was reported that the suction irrigator began making an odd noise during irrigation and overheated. The staff have stated the suction irrigator appeared to overheat to the point of smoking. As reported, the batteries were so hot, they could not be touched. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the suction irrigator began making an odd noise during irrigation and overheated. The staff have stated the suction irrigator appeared to overheat to the point of smoking. As reported, the batteries were so hot, they could not be touched. Therefore, there was a thermal event.

Manufacturer narrative:
This complaint investigation was closed based on the device not received as the device was reported to have been discarded. Therefore, the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: overheating/smoking probable root cause: 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components the reported failure mode will be monitored for future reoccurrence.